Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had it removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did he confirm on pieces or pet fibers were left behind.') And medical device removal ('had it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pruritus ("itch on head") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (additional surgeries and essure removal). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered device breakage, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, head itchy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-may-2020: pfs received. New event additional surgeries was added. New information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced pruritus ("head itchy "). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, head itchy. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('did he confirm on pieces or pet fibers were left behind.') And medical device removal ('had it removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pruritus ("itch on head") and underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (additional surgeries and essure removal). Essure was removed. At the time of the report, the medical device removal and pruritus outcome was unknown. The reporter considered device breakage, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, head itchy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.